Manufacturer narrative:
The touch screen assembly was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the display is non-responsive; could not turn off device after pushing the on/off button; screen locked up while in use on a patient. The customer reported there was patient involvement and no patient harm.